Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Additionally, the battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose level was 102mg/dl. It was also reported that the battery gauge was fluctuating. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.